Event description:
It was reported that a tandem mobi cartridge alarm occurred, identified as cartridge alarm 34, and this was confirmed by technical support. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump, provided the customer with instructions for storage mode, and sent out a replacement pump. The customer was advised to return the problematic pump within 10 days using a pre-paid label and understood the instructions provided. The customer also confirmed using multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery.